Event description:
This case was initially received via regulatory authority (B)(6) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel found in skin") in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("exhausting fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), pruritus ("itching"), abdominal pain lower ("low abdominal pain"), back pain ("low back pain"), loss of libido ("lack of libido"), menorrhagia ("abundant menstrual periods at the beginning"), migraine ("migraines with sudden onset"), dizziness ("dizziness with sudden onset"), vision blurred ("blurred vision sometimes"), palpitations ("palpitations in all the body just 2 or 3 days before menstrual periods") and eye swelling ("sometimes eyes swollen"). Essure treatment was not changed. At the time of the report, the allergy to metals had not resolved and the fatigue, arthralgia, myalgia, pruritus, abdominal pain lower, back pain, loss of libido, menorrhagia, migraine, dizziness, vision blurred, palpitations and eye swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, arthralgia, back pain, dizziness, eye swelling, fatigue, loss of libido, menorrhagia, migraine, myalgia, palpitations, pruritus and vision blurred with essure. The reporter commented: patient¿s current conditions: process was ongoing to initiate surgical intervention for implant removal due to allergy to nickel found in skin. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred term: allergy to metals the analysis in the global safety database revealed 350 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.